Event description:
It has been reported to the MFR by medwatch that a respiratory care practitioner was suctioning a pt with an in-line suction catheter when it broke off leaving a portion of the catheter in the ett. The rcp was able to remove the catheter system and replace it with another. There was no report of serious injury or death as a result of this product. Kimberly-clark has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred.

Manufacturer narrative:
The device history record was reviewed finding no anomalies to be documented. The incident device was not received and a more through investigation could not be performed. After further conversation with rep of hosp, it has been confirmed that this incident was due to a cut catheter as only a small section of catheter was retrieved and not the entire length of the catheter. Based upon past complaints of this type, any portion of the catheter breaking off and remaining within the et tube can be attributed to end-user error of trimming the endotracheal tube before fully withdrawing the suction catheter. The dfu for the subject device contains a warning label which states to "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." A follow-up report will be provided if additional relevant info becomes available. Info from this incident will be included in our product complaint & MDR trend reporting systems. Ongoing analysis of trend info is used to identify the need for additional investigations.